Manufacturer narrative:
(B)(4). The visit at the customer facility has been already scheduled to obtain more information related to this incident. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntleigh received a customer complaint indicating that during using maxi sky 600 ceiling lift, the resident fell. The customer alleged that the patient died after the fall. At this time the exact scenario of events is unknown. The visit at the customer facility has been already scheduled to obtain more information related to this incident.

Manufacturer narrative:
No technical device deficiency was found with the device and sling and from that perspective the system was up to specification at the time of the issue. The incident was probably caused by incorrect usage of the sling: incorrect position of the resident into the sling and the wrong size of sling. Please be aware that each device is delivered to customer with the instruction for use (IFU). The IFU informs the user step by step how the lifting procedure shall be performed. Please note that reported outcome is not likely to happen when following the device instruction for use (IFU). A training with the facility staff, regarding use of slings and maxi sky 2 was performed by arjohuntleigh representative. To support this training, the IFU for the device and sling was provided. Additional information will be provided following the conclusion of the investigation and will be included in the final report.

Event description:
On 24th mar 2017 arjohuntleigh received a customer complaint indicating that during using maxi sky 600 ceiling lift, the resident fell. The customer alleged that the patient died after the fall. The visit at the customer facility was performed on 21 apr 2017. During the interview with the customer facility representative, it was clarified that: - on (B)(6) 2017, after the resident's washing, the two caregivers lifted the resident using the maxi sky 2 ceiling lift. The installation of the patient was performed usually, without any issue. When the transfer from the bed to the chair was performed, the resident tilted forwards, falling on the wheelchair. It resulted in the open wound of the left leg. After the fall, the caregivers put back the patient on the bed. A clinical monitoring was put in place until the emergency staff arrival. The resident death the same day. It was impossible to collect more details related to actions taken by the healthcare facility relevant to the care of the patient after the incident. It was not confirmed if the resident death was directly related to the injury located at the left leg. - the brand name involved was not maxi sky 600, but maxi sky 2 ceiling device which was used with the arjohuntleigh sling.

Manufacturer narrative:
Arjohuntleigh received a customer complaint indicating that during the resident transfer, using maxi sky 600 ceiling lift and the sling, the resident slipped out of sling and fell on the floor afterwards. According to the customer facility, after the fall, the resident passed away. The visit at the customer facility was performed to establish more details surrounding this unfortunate incident. It was clarified that after the washing procedure was completed, two caregivers lifted the resident using the maxi sky 2 ceiling lift (no max sky 600 as was reported to us initially). Following the information gathered, when the transfer from the bed to the chair was performing, the resident tilted forwards and fell on the wheelchair. As a consequence of the patient fall, the resident suffered left leg injury (open wound was stated). The customer facility representative reported that the patient died the same day. It was not confirmed if the resident death was directly related to the injury located at the left leg. The information about patient medical health condition before and after event were not provided by the customer too. Despite our best effort, it was also impossible to collect more details related to actions taken by the healthcare facility relevant to the care of the patient after the incident. When reviewing similar reportable events registered for maxi sky 2, in the last 5 years (jan 2012 up to may 2017), we have found any complaint related to similar incident (resident slip out / fall out of the sling). According to that, this complaint is considered as isolated occurrence. We were able to list a few factors that could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a inappropriate size. 2. An obvious wrong application of the sling (e.g.: not according to IFU method of application of the sling, sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). 3. A sling loop detaching or not being attached to the lift device before starting the transfer. 4. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. Based on the information documented in the complaint file, the first and second above scenarios are in line with the event description. It was confirmed that too small size of sling was used (l instead xl) and that the transfer of the resident was performed with using the "hammock" method which is not recommend to the type of the sling which was used. The internal simulation with various methods of sling attachment and different type of sling sizes was performed. It was found that when the sling is attached in accordance with the IFU 04.sl.00 so in the way that the sling straps cross the leg (residents's legs are separated) passed the simulation without any issues. Another simulation - which was incompatible with IFU 04.sl.00 tested the hammock sling position (legs opened; legs flaps under the patient legs, straps on the side of the resident's legs). This test revealed that using the device not in line with IFU recommendation poses a risk (during the simulation it was possible to fall down from the sling). Following the investigation conclusions, when the sling is not attached as per sling IFU warnings and labels, (lack of the crossed straps and legs separation during the transfer) this could affect the way the patient is secured and easily influence loose of a resident balance during a transfer. Internal test allowed to reproduce the event description. Note, the involved sling was not dedicated for this kind of transfer method (the hammock position is intended to be used only for hammock slings for the transfer of the amputee patients.) The maxi sky 2 instruction for use (IFU) 001-15698-en rev. 6 contains crucial information: "patient lifting and/or transferring must be done by a trained caregiver as per the instructions found in this manual." Please note that the sling instruction for use (IFU) 04.sl.00-int rev. 3 contains the following warnings: "to avoid injury, always assess the resident prior to use." "To avoid the resident from falling, make sure to select the correct sling size according to the IFU." To sum up, no malfunctions were reported within the sling and lift that could have caused or contributed to the event. From our product knowledge as well as from simulation performed, there is no possibility to slide out of the sling during the on-label use. There is no likeliness of a patient drop or other adverse event during the transfer of the patient with the sling when the user is following safety instruction for use. A patient fall could take a place when a sequence of multiple use errors occurs (at minimum): not following the IFU, wrong applied sling, wrong size of sling used. Due to the nature of this incident we are reporting this event to competent authorities taking into consideration a critical outcome of the incident. It has been established that maxi sky ceiling lift and sling were in use for a patient care at the time of the event. It appears possible that inadequate way of transferring the resident has contributed to the fall and might have led to the unfortunate, critical consequence for this patient. From our evaluation we find the cause of the reported event to be related by the user - not following the IFU: lack of awareness of the IFU contents - during use with a patient. Please note that the customer was visited and interviewed by a local arjohuntleigh representative. A training with the facility staff, regarding use of slings and maxi sky 2 has been already performed by arjohunltiegh representative on 21 apr 2017.